Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burnt components on the main pcb and inner casings of the alternating current (ac) power adapter. Burnt modem circuit components and a damaged u-14 chip were observed on the main pcb. The damage was sustained through with a high current flow through the ac electrical power outlet.

Event description:
This report is to advise of an event observed during analysis.